Manufacturer narrative:
Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type extension product ID 3387s-40 lot# v245964 serial# implanted: (B)(6) 2009-09,: product type: lead. (B)(4).

Event description:
It was reported there was a revision. It was stated "they had to have the thing put in twice because it was put in wrong the first time." Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).